Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position. During procedure, a single leaflet device attachment (slda) occurred with the second device implanted. The patient had functional tricuspid insufficiency (ti) grade 5, central jet with a gap size of approximately 10 mm and septal and posterior leaflets measured >7 mm. The first device was implanted in anterior-septal (a/s) position with clocking 8-2 to reduce the central gap. Clear annuloplasty can be seen when closing the device. Second device was implanted in posterior-septal (p/s) position with clocking 10-4. Optimization of the septal leaflet and the posterior leaflet was achieved. There was no difficulty removing sutures. After full release (no cracking or tilting of the device) the slda with the second device at posterior leaflet was seen. No stabilization with a third pascal was performed because it was not possible to obtain more from the posterior and septal leaflet due the large gap size. The initial tricuspid regurgitation (tr) grade was torrential (5), it was severe after the slda happened, and remained severe post-procedure. A third device is planned to be implanted in approximately four weeks to stabilize the slda, following patient recompensation.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions) h11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra procedure was confirmed with empirical evidence based on information provided. Available information suggests patient conditions likely contributed to the event. As per information received, the patient had functional tricuspid insufficiency grade 5 with an approximately 10 mm gap. Moreover, the patient had short septal and posterior leaflets of >7mm. Two devices were implanted, after release of the second implant, an slda of the posterior leaflet was detected. No other difficulty were reported during the procedure. Since no edwards defect was identified, corrective or preventative actions are not required.